Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor pod removal, sensor wire remained attached to the applicator. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). During complaint closure review, it was determined that this complaint is a reportable event. Problem could not be confirmed because product/data is not available. The root cause could not be determined.